Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection found that there was a full insertion at the level of the junction chamber-bushing-tube. The device was gravity tested and found that the fluid would not flow through the junction chamber-bushing-tube. The cause of the full insertion was an assembly issue during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration was unable to be primed. There was no patient involvement. No additional information is available.